Manufacturer narrative:
Updated fields: h6/h10 corrected fields: h10 (information was inadvertently omitted from the initial) correction to h10: there were no issues with the accessories used for reprocessing. It is unknown if the scope was immersed in detergent solution, if the customer wiped/brushed the air/water nozzle, or if the air/water nozzle was flushed with detergent solution. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. ¿inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. The customer is not sure when the foreign material adhered to the scope. Additionally, it was reported to be unknown if there was a delay in the start of pre-cleaning, and if the customer flushed the nozzle with water and air and detergent solution. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of peeling adhesive around the light guide lens was confirmed. The following additional findings were also noted: foreign objects in the nozzle, bending angle in up direction did not meet standard value due to wear, the play of up down knob was out of the standard value, scratch/chip/discoloration on the bending section cover (a-rubber), the water removal ability did not meet standard value sue to clogging of nozzle, dent on the connecting tube, scratch on switch #1, peeling paint on suction-cylinder and damaging to the imaging unit resulted in no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer peeling adhesive around the light guide lens on evis lucera elite gastrointestinal videoscope. Upon receipt and inspection of the returned device, it was discovered that there was foreign material in the air/water nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the device.